Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204/damaged monitor case) has been confirmed. As received, the electrode belt connector was pulled from the monitor case, however the wires were still intact. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated the belt receptacle being partially unplugged from the j1001 connector on the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged case and the patient was experiencing a service code 204 (monitor unusable).